Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years of post-deployment, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that there was an inferior vena cava filter in the inferior vena cava. Around, ten months and two weeks later, the patient complained of abdominal pain to the right mid abdomen. A computed tomography of abdomen and pelvis was performed on the same day for the right lower quadrant abdominal pain. The study showed that there was an inferior vena cava filter in the inferior vena cava, and this was a simon nitinol filter placed in the inferior vena cava. Also, the shape and position of this filter has unchanged since previous examination. The study also showed that five prongs were noted, and all of the prongs have extended beyond the margin of the inferior vena cava. Also, one of the prongs in the medial aspect was extended medially to the right side of the abdominal aorta and it appeared that the distal end of this prong was possibly imbedded in the wall of the abdominal aorta. This appearance and position of the inferior vena cava filter and prongs had unchanged since last examination. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava and filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.